Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported a leak at the tubing of the tubing set. The site of the leakage was described as at the bottom. No specific details were provided. No info was provided if the leak occurred during or prior to patient use, however,the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.